Event description:
The customer reported to olympus, the camera head had no picture, vertical streaking. The issue was found at preparation for use for a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no picture, vertical streaking was confirmed. Device evaluation found that the reported issue was due to a faulty cable. Additionally, the device failed leak test due to a slice on the cable. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Per instruction for use (IFU), it states, "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Reference page 14 as per IFU. "If the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation. Based on investigation results, the complaint was confirmed and found to damage cable unit . The identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue olympus will continue to monitor the field performance of this device.